Manufacturer narrative:
The event was reported to have occurred on an unknown day in (B)(6) 2018.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut itself down while a medication was infused due to battery failure (medication, programmed amount and delivery rate unknown). The problem occurred in the critical care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.